Event description:
The caller alleged a variance between the inratio inr results and the alternate point of care (poc) inr results. In addition, a variance between the inratio inr result and the laboratory inr result. Results are as follows: (B)(6). There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The inratio pt/inr test strips lot# 365984a referenced is being reported under a separate manufacturer report number 2027969-2015-00375. Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. The root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.